Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced intermittent communication issues and intermittent problems with bio-ID recognition despite rebooting the system. Replacement of the bio-ID component was requested. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an intermittent problem with biometric identifier was identified even after reboot. A field service engineer (fse) reseated the biometric identifier to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.